Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked. It was further stated the heater bag line pulled out of the heater bag and solution leaked "over and out of the cassette door." This occurred during dwell three of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.